Event description:
It was reported, the video system center had a printed circuit board failure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. Corrected b5 with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "after turning on the power, olympus screen becomes coal-black" was caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use.